Manufacturer narrative:
(B)(4). The investigation found that there was no fire or smoke, just a burning odor. The field service engineer (fse) found that there were four issues with the system: the power supply had a broken capacitor and was replaced, one of the four fans responsible for cooling that area of the cabinet was not working and was replaced. The fse indicated that, that was the area of the cabinet where the odor was coming from. There was a fan in the power supply new visub that was not working and was replaced. When the fse switched on the power supply visub, the relay did not start and was replaced. After the parts were replaced in the system, the reported issues were resolved.

Event description:
The customer reported a strong burning odor coming from the sisco cabinet.